Event description:
It was reported the patient's ipg is unable to communicate with external devices. The programmer displays a communication error code. The patient has not charged in over three months. Follow up revealed the ipg was explanted and replaced. The patient reportedly receives effective stimulation therapy.

Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.